Manufacturer narrative:
B3 event date is unknown. See b5 narrative for context surrounding date of event. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a health care provider (hcp) via a manufacturer representative (rep) regarding a patient (pt) with an implantable neurostimulator (ins). Rep reports the ins was explanted and the lead was partially explanted. Rep reports they were not present at the surgery. Rep talked to the hcp on (B)(6), 2026, same date as surgery. Hcp reports the pt felt like it wasn't helping/wasn't covering the right area and pt reported pain at the pocket site. Rep pulled up notes on the patient and reports the patient has had reprogramming in the past to troubleshoot the lack of therapy rep reports the issue was considered resolved with explant and patient was happy and no further actions are planned. No cause was determined for either the pain at the pocket site or lack of therapy.

Event description:
Additional information was received from another rep. Rep reports that the patient reported to the health care provider that they had lost/gained a significant amount of weight and the ins pocket had shifted and become uncomfortable. Pt reported they hadn't been using the spinal cord stimulator and opted to have it removed versus pocket revision.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.